Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex shield was found stuck inside the distal tip of the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed, while the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned from 10.6 cm to 13.8 cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer reported severe vessel tortuosity but stated that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Braid damage can occur due to over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex shield was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and catheter were found to have damages. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This da mage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex shield through the catheter against re sistance. However, the root cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity and/or the lack of the continuous flush with heparinized saline during delivery. However, the customer indicated that continuous flush was used, which rules this out as a potential cause. In the event, the severe vessel tortuosity may have contributed to the resistance during delivery/retrieval. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open/resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm on the right side of the ica. Landing zone: distal: 4.0 mm and proximal: 4.4 mm. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure was good and showed no lesions. It was reported that during the navigation of the pipeline flex shield, an extreme resistance was noticed inside the microcatheter and the distal tip coil of the pipeline was in a 'snake' shape. Once arrived at the desired location for the deployment, the if was difficult to unsheath the pipeline, and when tried to resheath it was not possible at all. It was like sticky friction between flow diverter and phenom 27 microcatheter. It was reported the pipeline was stuck (locked up) in the catheter or resistance in the catheter occurred in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section during deployment. The physician did not release the load (slack) in the system in an attempt to resolve the issue. There was no catheter or pushwire damage observed. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. There was catheter resistance in the distal section of the catheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, catalyst 5f guide catheter, phenom 27 150 cm microcatheter, and synchro guidewire.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (229459757). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.